Manufacturer narrative:
D10: 02-010-01-0230 - comp fem log a cimen t.3 gauche: (B)(6), 02-012-35-3011 - insert tib log fixe ps t3 11 mm: (B)(6), 02-012-45-3030 - embase tibiale fit logic cim 3f/3t: (B)(6), 200-02-38 - rotule 3 plots diam 38 10mm optetrak: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent an initial knee replacement on the right side. Subsequently, the patient fell and broke their hip requiring surgery. The knee device remains implanted. No further information is available.